Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later the patient experienced bleeding, pain, urinary frequency, dysuria and urinary tract infections, a retained suture, vaginal irritation, dyspareunia and protruding mesh. An excision of the eroded mesh was performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.